Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade "iii/IV.¿

Event description:
Healthcare professional reported right side capsular contracture, baker grade "iii/IV." Additionally, healthcare professional reported "patient's concern with the product." Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the weight of the device within specification, fold creases, deformation, wear abrasion, a cloudy color in the gel, and black particles on the shell. Voids were observed in the gel after the autoclave disinfection cycle. Based on the device analysis, the final assessment is no issues found related with the manufacturing process. Additional, corrected, and/or changed data: b.5., d.6b., d.9., h.3., h.6.